Event description:
It was reported that this right ventricular (rv) lead and recently implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited noise with oversensing in a stored non-sustained ventricular tachycardia (nsvt) episode. It was noted that there was no pacing inhibition. Rv pace impedance trends were unremarkable. Technical services (ts) reviewed possible causes and troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.